Manufacturer narrative:
As received, a complete lead was returned for evaluation in one piece. Visual inspection of the lead revealed insulation compression at proximal region consistent with pressure against the can with no insulation breach and with slightly shifted cables. The compression of the insulation is consistent with procedural damage. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Other damages to the lead are consistent with procedural damage.

Event description:
During a device upgrade procedure, insulation damage was noted on the right ventricular (rv) lead. All electrical parameters were stable and in range. The rv lead was explanted and replaced to resolve the event and the patient was stable.